Manufacturer narrative:
The reported complaint that "the autopulse platform (serial # (B)(4) displayed a user advisory "(ua) 07" (discrepancy between load 1 and load 2 too large) error message" was confirmed during the platform's archive data review and functional testing. The root cause of the ua07 advisory message was the defective load cell # 1. The damaged cover and defective load cell were likely attributed to mishandling such as a drop. During visual inspection, the front enclosure was observed damaged, unrelated to the reported complaint. Based on the photos provided by the zoll service team, there was a vertical crack going through one of the screw fittings of the front enclosure. This observed physical damage is the characteristic of harsh impacts due to user mishandling. The damaged front enclosure was replaced to address the issue. Also, unrelated to the reported complaint, a sticky clutch was observed. The sticky clutch plate was deburred to address the issue. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface. The impact of a sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory messages around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. Load cell characterization results confirmed load cell # 1 was defective, and it was replaced to remedy the fault. Following service, another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4) displayed a user advisory "(ua) 07" (discrepancy between load 1 and load 2 too large) error message. No patient involvement.